Event description:
Pci was being conducted to treat restenosis of a previously implanted taxus stent in the distal rca. The cypher (3.5/33mm) was delivered for direct stenting, but the tip of cypher became caught with the struts of the taxus stent (portion unk) and the physician had difficulty delivering it. Nevertheless, the physician continued to try and advance the cypher sds, but it could not be delivered. When the cypher was retrieved from the pt, the physician confirmed the cypher stent to be flared. To complete the procedure, two 3.5 x 18 cyphers were implanted at the target lesion and the procedure was finished successfully. There was no report of pt injury. The physician did not note any anomalies in the unit prior to use.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.